Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 24 fractured. Construction was a removable prosthesis. Bone loss and implant instability caused by patient related periimplantitis is documented. Impant fracture was caused by mechanical overloading of the implant after 13 years in situ.